Manufacturer narrative:
(B)(4). E1 initial reporter state-(B)(6).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.